Manufacturer narrative:
This is a correction to the original MDR report. Please see originally reported as malfunction and should have been reported as a serious injury.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 323198x indicates that units were produced on 08/09/2013 and no issues were found in samples visually and physically inspected from the lot. There were no related issues detected in the samples visually and physically inspected. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no related calibration issues. A corrective maintenance record was initiated in response to the need for repair of a cannula detect station component. All scheduled maintenance and calibration activities were completed. There was no related process or material changes related to this type of issue for this product. During the needle assembly production run, there were several instances where the machine operation was halted due to the need to address adhesive/epoxy unit issues, including a change to the adhesive dispensing tip and alignment of the adhesive head. A review of the machine setup documentation was conducted and there were no issues. A review of the rotary machine's line clearance document confirmed the adhesive used was within its expiration date. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received in the future. The exact root cause of the issue reported by the customer could not be determined without an actual sample to examine. The most likely root cause, based on the DHR review and process monitoring data is due to a malfunctioning adhesive dispensing station.

Event description:
Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, needle assemblies are pull tested and leak tested to ensure the cannula is properly affixed to the hub. The lot met all acceptance requirements and was released. Based on complaint trending and being unable to evaluate the actual sample, no targeted corrective actions to the machine or processes would address this specific issue, and therefore will not be taken at this time. However, product fabricated on this rotary machine, which is currently out of service, are scheduled for assembly on a new machine which incorporates more modern technologies that will deliver improvements to part quality, availability, performance and efficiency. This information will be utilized for trending purposes to determine the need for corrective actions.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a hypodermic needle. The customer reports the needle detached while injecting inside the skin, leaving only the hub attached to the syringe. It was being used for an injection of 1ml benadryl (50mg) very deep im. In order to remove the needle, an emergency surgery by an orthopedic surgeon by means of fluoroscopic guidance was conducted. This resulted in an incision approximately 2.5 - 3 inches long. Radiography showed the needle fully embedded deep within the lateral left thigh.